Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed by the field representative, it was discovered that a corrupt file on the mvs computer caused the reported event. Reloading the hosting folder from backup resolved the issue. No further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system's mobile view station (mvs) showed a red 'x' with a white background. There was no patient present when this issue was identified.